Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to her doctor's office due to hyperglycemia. The patient's blood glucose (bg) levels reached 475 mg/dl while wearing the pod. She was given an intramuscular insulin injection by the doctor. She was at 312 mg/dl after the injection.

Manufacturer narrative:
Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended. The pdm¿s main menu header was missing the date and time.